Manufacturer narrative:
Conclusion information, an investigation was not possible because the product is not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause that led to malfunction is only possible by an examination. Actions no further actions are required as a result of the complaint.

Event description:
On february 19, 2026, miethke received information from the university medical center groningen about a complaint regarding a gav 2.0 valve (5/30). The hospital reported that the valve was not functioning properly and that they therefore explanted it. No patient complications were reported as a result of the revision procedure. On march 4, 2026, we received information that we would not be receiving the valve.